Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported a crack or scratch on the face of her insulin pump's screen. Customer's blood glucose was 184 mg/dl. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.